Event description:
Pedicle gearshift from bone set used in procedure. Tip broke off while sounding pedicle in sacral area. X-ray done and the 1.5cm tip was located in the sacral area. Tip left in place as retrieval would involve destruction and dissection of tissue. This resulted in no apparent adverse impact to the pt.